Event description:
It was reported that the patient with this pacemaker had called in reporting observing one yellow call wave on their communicator. The patient had called the hospital and reported the event and the hospital indicated that they had received a successful transmission of data and refuted the data transmission issue. Boston scientific technical services informed the patient that no issues were observed in latitude and educated the patient on how the communicator functions. The patient mentioned that in the past, the patient would experience fainting when the pacemaker could not communicate with the communicator. The patient did not mention requiring professional medical intervention for the fainting. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker had called in reporting observing one yellow call wave on their communicator. The patient had called the hospital and reported the event and the hospital indicated that they had received a successful transmission of data and refuted the data transmission issue. Boston scientific technical services informed the patient that no issues were observed in latitude and educated the patient on how the communicator functions. The patient mentioned that in the past, the patient would experience fainting when the pacemaker could not communicate with the communicator. The patient did not mention requiring professional medical intervention for the fainting. No additional adverse patient effects were reported. This device remains in-service.